Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Reporter telephone number: (B)(6). Reporter first/given name, email address: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as its location is unknown. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic broke off. No patient injury was reported. The material is not available for investigation. No additional information was provided.